Event description:
It was reported that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent failed to expand inside the patient after deployment. Consequently, the stent was removed using snares and the procedure was completed with another stent of a different model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to expand. The stent was returned fully covered and undeployed and functional stent deployment testing was performed without resistance or problems. The investigation concluded that the additional observed events of distal tip and blue outer sheath bent were most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a wallflex biliary stent and delivery system was returned for analysis. Visual inspection found that the stent was fully covered and undeployed. Functional stent deployment testing, by actuating the delivery system (slide the handle back along the stainless-steel tube) was performed without resistance or problems. However, the distal tip and the blue outer sheath were found bent. No other damage was found on the returned stent. Risk review: a risk review was completed and confirmed that the reported events of stent failure to expand and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent failed to expand inside the patient after deployment. Consequently, the stent was removed using snares and the procedure was completed with another stent of a different model. There were no patient complications reported as a result of this event.